Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("(menorrhagia (heavy menstrual bleeding)") and migraine ("migraine") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full).). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, female sexual dysfunction, dyspareunia, menorrhagia, hormone level abnormal and migraine outcome was unknown. The reporter considered abdominal pain, dyspareunia, female sexual dysfunction, hormone level abnormal, menorrhagia, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Lab data added. Events : (apareunia, dyspareunia (painful sexual intercourse), pelvic/ abdominal), (menorrhagia (heavy menstrual bleeding)), other injuries/symptoms: (hormonal changes, migraine) were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 664654) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder replacement in 2008, left lower quadrant pain and mass. Concurrent conditions included constipation chronic, renal colic, fasciitis, benign skin neoplasm excision, tenderness, local swelling, trunk injury, nausea, low back pain, lumbar pain, back discomfort, back muscle spasms and uterine fibroid. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("(menorrhagia (heavy menstrual bleeding)"), mood altered ("hormonal changes : moodiness"), migraine ("migraine/headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, female sexual dysfunction, dyspareunia, menorrhagia, mood altered, migraine, vaginal haemorrhage and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, dyspareunia, female sexual dysfunction, menorrhagia, migraine, mood altered, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: right side- 3 trailing coils . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. Lot number: 664654 manufacture date: 2009-08 expiration date: 2012-08 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-oct-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 664654) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder replacement in 2008, left lower quadrant pain and mass. Concurrent conditions included constipation chronic, renal colic, fasciitis, benign skin neoplasm excision, tenderness, swelling, trunk injury, nausea, back pain, lumbar pain, discomfort, muscle spasm and uterine fibroid. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("(menorrhagia (heavy menstrual bleeding)"), mood altered ("hormonal changes : moodiness"), migraine ("migraine/headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, female sexual dysfunction, dyspareunia, menorrhagia, mood altered, migraine, vaginal haemorrhage and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, dyspareunia, female sexual dysfunction, menorrhagia, migraine, mood altered, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: right side- 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and mr received, new reporter, patient demographic, lab data ,essure lot number, previous event updated hormonal changes to hormonal changes describe: moodiness, new events- "abnormal bleeding (vaginal, menorrhagia),vaginal pain" were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.